Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was crashing with fatal error and c drive was full. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the c drive was full, and the application was crashed. A technical support specialist (tss) verified that the server purge was functioning properly, and drive space was sufficient. The station had been re-imaged, so no prior event logs were available to determine the exact cause of earlier issues. The tss advised the customer to monitor the station and open a ticket if problems reoccur. The station was operating normally, and the customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was crashing with fatal error and c drive was full. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.